Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, neither a root cause nor a specific problem cause could be determined. Additionally, the communication or transmission problem (b40) error was not reproduced in the repair department, so we were unable to surmise a cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed error code b40 when trying to white balance. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.